Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary - post market vigilance (pmv) led an evaluation of three devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. No visual abnormalities were noted for device one. Device two was missing the clevis pieces and the distal end was broken. Device three had extensive damage to the sheath with fragments of the sheath returned as well. Clevis pieces were disengaged and missing and the distal end of the device was observed to be broken. The articulation knob functioned properly for device one. The knob to expand the blades functioned properly; and the blades could be expanded fully. Functional testing was precluded for devices two and three. Visual and functional testing of the returned devices confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the broken clevis. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may be due to the device being forced beyond its indicated use. This can lead to the plastic clevis breaking on the pivotal points of the finger housing. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: the sheath that protects the shaft broke.

Event description:
According to the reporter: the instruments were broken and the pieces fell into the patient, the surgeon removed the pieces manually, in order to solve the issue they used a new one and it worked correctly. There was no injury for the patient. No bleeding or tissue loss, no tissue damage, no noticeable delay. Present status of the patient is ok.

Manufacturer narrative:
(B)(4).